Event description:
The anesthesiologist attempted to place the catheter over the already inserted guide wire, from the kit. The guide wire bent, the catheter was removed, obturator placed over the bent wire to remove, and there was difficulty placing due to the bent wire. A separate guide wire was obtained, then placed in the obturator, the catheter then threaded over the new wire, without event. No harm to the patient, no product to return.